Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference manufacturer report no: 2015691-2023-18314 and 2015691-2023-18315 for details of the other events. The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in cyprus, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, the commander delivery system with valve was unable to be advanced through the 16fr esheath as the valve became stuck at the grey portion of the esheath. The entire system was withdrawn as a unit without any difficulties. There was a kink observed approximately 7.5 cm from the strain relief. A second system and valve were then prepped and used. A second esheath+ was also prepped and used. The second commander delivery system and valve was unable to be advanced through the second esheath+. The commander delivery system and valve were able to be withdrawn safely through the esheath+. A decision was then made to replace the esheath+ with a non-edwards sheath. The second commander delivery system and valve were used again. The delivery system and valve were advanced through the non-edwards sheath and there was valve alignment difficulty encountered. The valve was not between the alignment markers. The valve was deployed and subsequently embolized into the ascending aorta. The commander delivery system balloon was able to be kept inside the valve and the valve was retrieved from the ascending aorta. The valve was then deployed in the descending aorta. A third system and valve were then prepped and used. There were no issues during the third implant attempt as the valve was implanted successfully. The patient was noted to be stable. The event was believed to possibly be due to kinking in the patient's anatomy. Additional information was received revealing there was a vascular complication that had occurred at the end of the procedure. The vascular complication involved the right femoral vessel. A decision was made to repair it with a surgical cutdown.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for evaluation. Review of the provided imagery revealed presence of tortuosity and calcification in the patient's access vessel. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the inability to advance the delivery system with valve through the esheath was unable to be confirmed. The available information suggests that patient factors (calcification and tortuosity) likely contributed to the event as per provided imagery, the patient's access vessels had presence of tortuosity and calcification. Calcification can damage the exposed portion of the sheath liner, which can lead to immediate cutting, tearing, or weakening of the liner. A weakened liner can also tear during advancement or retrieval of the delivery system or balloon catheter. Vessel tortuosity can create suboptimal angles during delivery system or balloon catheter advancement/retrieval through the sheath. Non-coaxial alignment can cause the delivery system or balloon catheter to catch onto the sheath liner and tear it upon advancement/retrieval. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential risks or adverse events associated with the overall transcatheter heart valve (thv) procedure and may require intervention. According to the literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral thv procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16 fr esheath is 6.0 mm. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The cause of the vascular dissection could not be determined as there were several devices used during the procedure, including non-edwards devices. However, the event could be due to patient factors and/or procedural factors. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. In addition, the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no product risk assessment (pra) nor corrective or preventative actions are required.